Event description:
Per the clinic, the patient underwent a surgical procedure to reduce skin overgrowth and to replace the abutment.. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.